Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a ventricular tachycardia ablation with impella interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide device was deployed; however, when the plunger was depressed, pulsatile blood flow was noted at the marker lumen. The abbott vascular sales representative advised the physician to abort the use of the second proglide device as the suture was suspected to have captured the back wall of the artery. The knot of the second proglide device was not advanced, the suture was pulled to expose the knot but was unable to be cut. The suture of the second proglide device was trimmed down below the skin level. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. During knot tightening, a suture break occurred with the suture of the first proglide device. The knot of the third proglide device was advanced succesfully; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.